Manufacturer narrative:
(B)(4). This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped maintaining his ipg as recommended. In turn, the ipg became inoperable over time. An sjm representative met with the patient and confirmed the ipg was non-functional. As a result, the patient's ipg was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.